Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.

Event description:
It was reported that during preparation of the 2.25 x 12 mm rx multi-link 8 stent delivery system (sds) that it was noticed on removal of the protective sheath that the stent implant was misaligned (mislocated) on the balloon. There was no resistance noted during removal of the sds from the dispenser coil or the protective sheath from the stent. There was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.